Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification to "reinstall the cartridge". The customer was unable to provide additional information regarding the pump messaging. The customer loaded a new cartridge and completed the load sequence. Subsequently, the pump displayed 0 units. The customer reloaded the existing cartridge and was able to resume insulin therapy. There was no reported impact to the customer's blood glucose level.